Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 63 - hardware low-level failures and pump error 4- the motor arm cannot communicate with the main arm. Troubleshooting was performed and found that the pump performs safety checks and the error was found. The pump passed the self-test. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Pump case = ngp. Customer returned pump for alleged pump error 63 found on (B)(6) 2022. Pump passed displacement test and self test. No alarm anomalies noted during testing. Pump successfully downloaded to thump. Pump error 63 variable 15 was noted in the history download on (B)(6) 2022 at 08:26:42.00 due to two wire interface programming error. Pump error 4 was noted on (B)(6) 2022 at 08:26:42.00 due to the function h_drvipc_onerror, file h_drvipc.c duy to error in ipc communication caused by pump error 63. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and found a corroded home switch and moisture damage on pcba 1, pcba 2, force sensor, and harness vibrator assembly. The following were noted during visual inspection: pillowing keypad overlay, cracked case - corner of belt clip rails, label damage (peeling), scratched case. In summary, customers alleged pump error 63 and pump error 4 was confirmed in the history files due to a hardware error on the twi interface on the main/motor processor. Pump exposed to moisture confirmed on pcba 1, pcba 2, force sensor, and harness vibrator assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5. Medical device problem code has been updated and provided with this report in section h6.

Event description:
Customer reported insulin flow blocked. Customer reported they received alarm indicating amount of basal completed plus amount left to go plus amount not needed to compensate for does not add up to the programmed dose. Customer was able to clear the alarm and rewind the insulin pump. The insulin pump insulin pump was returned for analysis.